Event description:
A pt reported blood glucose results of "4.8 and 6.9 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. Replacing meter and test strips.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received.